Event description:
While patient was undergoing saphenous vein harvesting, physician heard sudden hissing of gas emanating from balloon catheter. Investigation showed catheter was broken through at hub end of "y" connector.device labeled for single use. Patient medical status prior to event: critical condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, visual examination. Results of evaluation: other, incorrect technique/procedure, unanticipated short term complication of procedure, hub. Conclusion: user error caused event. Certainty of device as cause of or contributor to event: yes. Corrective actions: inserviced by other facility staff. The device was not destroyed/disposed of.